Event description:
The contralateral pullwire could not be advanced. To resolve this, retroperitoneal access was established and the limb was surgically sewn to the vessel. After implantation, no pulse was present in the left leg. A femorofemoral bypass was performed to restore blood flow to the left leg.